Event description:
It was reported an issue with monoplus suture.the client reported that suture got detached. It happens same issue for some products in one box.

Manufacturer narrative:
Summary of investigation:there are no previous complaints of this code batch of which we manufactured and distributed in the market 360 units. There are no units in stock in b. Braun surgical's warehouse.we have received one open but unused sample with the needle detached to the thread (thread is still wound on the pack). We have also received one closed sample.to evaluate the conformity of the closed unit, we performed the following tests:-tightness test to the closed sample received has been performed and the unit is tight.-needle attachment strength results conducted on the sample received is 2.64 kgf and fulfils the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum.batch manufacturing record:reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 2.88 kgf in average and 2.49 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum.conclusion root cause analysis:it has not been possible to determine the root cause because the closed sample received complies with usp/ep and b. Braun surgical requirements.final conclusion:although the results of the sample received fulfils european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received.we apologise for any inconvenience that this issue may have caused and thank you for your collaboration.corrective measures:actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.